Manufacturer narrative:
On 18 mar 2008, I spoke with customer risk management who stated: " infant had no known clotting problems, avitene was used bleeding stopped." An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to tyco health care/kendall in 2008, that a customer had a problem with a circumcision device. Customer stated that later in the day, after the circumcision procedure, blood was noted in the infant's diaper.